Event description:
It was reported that the images produced were black. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator battery pack was replaced. The system was then found to be operating as intended.